Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had prime rewind anomaly and insulin was squirting out during the manual prime process. The blood glucose was unknown at the time of the incident. Customer stated that, the insulin did not continue to drip after letting go of the act button and the motor slowed down and numbers ramped up on the screen. The drive support cap appears normal. Customer stated that, they were not wearing the pump during priming. Customer stated that, he noticed when he primed the tubing with his last set change the pump did something it has never done inquired what led up to the complaint. The device will not be returned for analysis.